Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') in a 37-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal burning sensation, fatigue, vaginitis, vulvovaginitis, dysuria, obesity, stress incontinence, female and elevated bp. Previously administered products included for hypertension: lisinopril from june 2014 to 15-aug-2019; for pituitary tumor: armour thyroid from august 2017 to 15-aug-2019; for prevent pregnancy: nordette and depo provera. Concurrent conditions included uterine bleeding, heartburn, menometrorrhagia, uterine leiomyoma, allergic rhinitis, seasonal allergy and irregular menstrual cycle. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2017, ibuprofen from (B)(6) 2017, iron from (B)(6) 2017, medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain: pelvic"), depression ("depression"), anxiety ("mental anguish"), headache ("migraines/headaches-headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary incontinence, headache, anaemia, device expulsion, nausea, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted (per summon): insertion date: (B)(6) 2008. Per plaintiff fact sheet: the plaintiff did not undergo an essure confirmation test. Current weight 160 lbs. Insertion details: essure adequate placement into the fallopian tubes noted on both side first coil on the right side and followed by left side placement. Patient tolerated the procedure well. Removal detail: left essure that was misplaced on the uterine mucosa not within the tube. Normal tubes and ovaries bilaterally, normal appendix, gallbladder, liver grossly. Metaplasia in the bladder, but otherwise normal. Operative findings: left tube coil perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Urine analysis - on (B)(6) 2014: abnormal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary incontinence, weight gain, anemia, fallopian tube perforation, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('migration of essure device location of device: uterus/migration') in a (B)(6) female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal burning sensation, fatigue, vaginitis, vulvovaginitis, dysuria, obesity, stress incontinence, female, elevated bp, hyperlipidemia and pituitary tumour. Previously administered products included for hypertension: lisinopril from (B)(6) 2014 to (B)(6) 2020; for pituitary tumor: armour thyroid from (B)(6) 2017 to (B)(6) 2020; for prevent pregnancy: nordette and depo provera. Concurrent conditions included uterine bleeding, heartburn, menometrorrhagia, uterine leiomyoma, allergic rhinitis, seasonal allergy, irregular menstrual cycle, anemia and paratubal cyst. Concomitant products included diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, iron from (B)(6) 2017 to (B)(6) 2017, ketorolac, medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrua bleeding)"), depression ("depression / psych injury"), anxiety ("mental anguish"), headache ("migraines/headaches-headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, depression, anxiety, urinary incontinence, headache, nausea, dysmenorrhoea, weight increased and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted (per summon): insertion date: (B)(6) 2008. Per plaintiff fact sheet: the plaintiff did not undergo an essure confirmation test. Current weight (B)(6) . Insertion details: essure adequate placement into the fallopian tubes noted on both side first coil on the right side and followed by left side placement. Patient tolerated the procedure well. Removal detail: left essure that was misplaced on the uterine mucosa not within the tube. Normal tubes and ovaries bilaterally, normal appendix, gallbladder, liver grossly. Metaplasia in the bladder, but otherwise normal. Operative findings: left tube coil perforated. Discrepancy noted- she did not undergo with essure confirmation test (as reported in the current pfs) plaintiffs received treatment for abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Urine analysis - on (B)(6) 2014: abnormal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary incontinence, weight gain, anemia, fallopian tube perforation, menorrhagia, headache quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('migration of essure device location of device: uterus/migration') in a 37-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal burning sensation, fatigue, vaginitis, vulvovaginitis, dysuria, obesity, stress incontinence, female, elevated bp, hyperlipidemia and pituitary tumour. Previously administered products included for hypertension: lisinopril from (B)(6) 2014 to (B)(6) 2020; for pituitary tumor: armour thyroid from (B)(6) 2017 to (B)(6) 2020; for prevent pregnancy: nordette and depo provera. Concurrent conditions included uterine bleeding, heartburn, menometrorrhagia, uterine leiomyoma, allergic rhinitis, seasonal allergy, irregular menstrual cycle, anemia and paratubal cyst. Concomitant products included diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, iron from (B)(6) 2017 to (B)(6) 2017, ketorolac, medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrua bleeding)"), depression ("depression / psych injury"), anxiety ("mental anguish"), headache ("migraines/headaches-headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, depression, anxiety, urinary incontinence, headache, nausea, dysmenorrhoea, weight increased and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted (per summon): insertion date: (B)(6) 2008. Per plaintiff fact sheet: the plaintiff did not undergo an essure confirmation test. Current weight 160 lbs. Insertion details: essure adequate placement into the fallopian tubes noted on both side first coil on the right side and followed by left side placement. Patient tolerated the procedure well. Removal detail: left essure that was misplaced on the uterine mucosa not within the tube. Normal tubes and ovaries bilaterally, normal appendix, gallbladder, liver grossly. Metaplasia in the bladder, but otherwise normal. Operative findings: left tube coil perforated. Discrepancy noted- she did not undergo with essure confirmation test (as reported in the current pfs) plaintiffs received treatment for abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Urine analysis - on (B)(6) 2014: abnormal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary incontinence, weight gain, anemia, fallopian tube perforation, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal burning sensation, fatigue, vaginitis, vulvovaginitis, dysuria, obesity, stress incontinence, female and elevated bp. Previously administered products included for hypertension: lisinopril from (B)(6) 2014 to (B)(6) 2019; for pituitary tumor: armour thyroid from (B)(6) 2017 to (B)(6) 2019; for prevent pregnancy: nordette and depo provera. Concurrent conditions included uterine bleeding, heartburn, menometrorrhagia, uterine leiomyoma, allergic rhinitis, seasonal allergy and irregular menstrual cycle. Concomitant products included hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, iron from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain: pelvic"), depression ("depression / psych injury"), anxiety ("mental anguish"), headache ("migraines/headaches-headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus/migration"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrua bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, depression, anxiety, urinary incontinence, headache, device expulsion, nausea, dysmenorrhoea, weight increased and alopecia outcome was unknown and the pelvic pain, menorrhagia, anaemia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted (per summon): insertion date: (B)(6) 2008. Per plaintiff fact sheet: the plaintiff did not undergo an essure confirmation test. Current weight 160 lbs. Insertion details: essure adequate placement into the fallopian tubes noted on both side first coil on the right side and followed by left side placement. Patient tolerated the procedure well. Removal detail: left essure that was misplaced on the uterine mucosa not within the tube. Normal tubes and ovaries bilaterally, normal appendix, gallbladder, liver grossly. Metaplasia in the bladder, but otherwise normal. Operative findings: left tube coil perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Urine analysis - on (B)(6) 2014: abnormal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary incontinence, weight gain, anemia, fallopian tube perforation, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain, gen. Abnorm. Bleed and migration added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') in a (B)(6)-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal burning sensation, fatigue, vaginitis, vulvovaginitis, dysuria, obesity, stress incontinence, female and elevated bp. Previously administered products included for hypertension: lisinopril from (B)(6) 2014 to (B)(6) 2019; for pituitary tumor: armour thyroid from (B)(6) 2017 to (B)(6) 2019; for prevent pregnancy: nordette and depo provera. Concurrent conditions included uterine bleeding, heartburn, menometrorrhagia, uterine leiomyoma, allergic rhinitis, seasonal allergy and irregular menstrual cycle. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2017, ibuprofen from (B)(6) 2017, iron from (B)(6) 2017, medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain: pelvic"), depression ("depression"), anxiety ("mental anguish"), headache ("migraines/headaches-headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary incontinence, headache, anaemia, device expulsion, nausea, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted (per summon): insertion date: (B)(6) 2008. Per plaintiff fact sheet: the plaintiff did not undergo an essure confirmation test. Current weight (B)(6) lbs. Insertion details: essure adequate placement into the fallopian tubes noted on both side first coil on the right side and followed by left side placement. Patient tolerated the procedure well. Removal detail: left essure that was misplaced on the uterine mucosa not within the tube. Normal tubes and ovaries bilaterally, normal appendix, gallbladder, liver grossly. Metaplasia in the bladder, but otherwise normal. Operative findings: left tube coil perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Urine analysis - on (B)(6) 2014: abnormal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary incontinence, weight gain, anemia, fallopian tube perforation, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events ¿perforation (fallopian tubes), abnormal bleeding (vaginal, menorrhagia); depression, mental anguish, urinary incontinence, migraines/headaches, anemia, migration of essure device location of device: uterus; nausea, dysmenorrhea (cramping), fatigue, weight gain and hair loss were added. Reporter, demographics, medical history, historical medications, concurrent conditions, lab data, essure lot number, essure indication (amended), essure insertion/removal date, concomitant/treatment medications were added. Event ¿pelvic pain¿ outcome was updated to recovering/resolving. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.